Event description:
It was reported that the patient was reimplanted on (B)(6) 2012. Currently there is no further information available.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.